Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. No cracks on the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment had crack on insulin pump. The customer¿s blood glucose level was 225 mg/dl. The insulin pump will be returned for analysis.